Manufacturer narrative:
The reported complaint that "the autopulse platform ((B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the platform was performed, and no physical damage was observed. A review of the archive data showed user advisory (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load cell characterization test was failed and indicated both load cell modules were defective. The load cells were replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported the autopulse platform ((B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on that could not be cleared. No patient involvement.